Event description:
As reported the lead had no capture at max output and an impedance of greater than 1500 ohms. No sensing values were available since this patient is pacemaker dependent. The lead was capped and replaced.